Event description:
After a hologic biozorb device implant of "4/29" the following symptoms have occurred generating more sensitivity and discomfort as time goes on: tenderness around the implant area tight hard tissue around implant area deteriorated mobility, limitations to mobility, discomfort, and level 1 pain sensation swollen breast area.